Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient participating in the product surveillance registry (psr). The patient was receiving an unknown drug from an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the catheter was occluded. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the catheter (s/n) (B)(4) found no significant anomalies. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.